Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited. No disposable pump alarm" with under infusion of volumes 18-23 ml" remaining. No patient injury reported.